Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead exhibited high thresholds.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2016. 5076-52 lead, implanted: (B)(6) 2009. Addr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed signs of exit block due to mineralization at the tip tissue interface. Rising impedance and rising thresholds were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.